Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were unresponsive and hard to press and sticky, diminished battery life and cracks by reservoir and battery housing areas. Customer's blood glucose value was unknown. Customer declined transfer to 24 hours helpline. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on up arrow button. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. (B)(4).